Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was a missing sleeve for non patient, difficulty to activate saftey feature and blood leakage/ splatter. The following information was provided by the initial reporter are the products examined for damages prior to use? This product is exactly the same as the previous products we received without covers on the rubber ended needle and the yellow sheeth on the blood draw part of the needle. Steps taken with customer/troubleshooting: customer stated they have been getting new butterfly needles that are individually packaged in a plastic rectangular paper type packaging. It says bd vacutainer safety-lok ref 367283, 23g x 3/4 x 12. The rubber end does not have a plastic cover over it in the packaging. That is the first safety issue. Second, the sheath that is supposed to slide up over the needle after you are finished drawing blood doesn¿t slide up over the needle which also poses a risk of being stuck. And lastly, when you change tubes, blood drips out of the rubber ended needle between switching them. Last week they had blood dripping down a veteran¿s pants, the lab chair and floor and then it continued to drip after I was finished because they had to carry it to the wall biohazard container. Customer is reporting safety risk in the way the item is packaged and manufactured.

Manufacturer narrative:
The manufacturing location for this product is nipro . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was a missing sleeve for non patient, difficulty to activate saftey feature and blood leakage/ splatter. The following information was provided by the initial reporter -are the products examined for damages prior to use? This product is exactly the same as the previous products we received without covers on the rubber ended needle and the yellow sheeth on the blood draw part of the needle steps taken with customer/troubleshooting: customer stated they have been getting new butterfly needles that are individually packaged in a plastic rectangular paper type packaging. It says bd vacutainer safety-lok ref 367283, 23g x 3/4 x 12. The rubber end does not have a plastic cover over it in the packaging. That is the first safety issue. Second, the sheath that is supposed to slide up over the needle after you are finished drawing blood doesn¿t slide up over the needle which also poses a risk of being stuck. And lastly, when you change tubes, blood drips out of the rubber ended needle between switching them. Last week they had blood dripping down a veteran¿s pants, the lab chair and floor and then it continued to drip after I was finished because they had to carry it to the wall biohazard container. Customer is reporting safety risk in the way the item is packaged and manufactured.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing, each attached to a bd single-use holder, used to draw 10 vacutainer tubes, and each had their safety shields activated, and the indicated failure modes for missing shield, leakage, and unable to move shield with the incident lot were not observed. The non-patient end of the safety-lok device does not have a shield per specification. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each attached to a bd single-use holder, used to draw 10 vacutainer tubes, and each had their safety shields activated, and the indicated failure modes for missing shield, leakage, and unable to move shield with the incident lot were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes missing shield, leakage, and unable to move shield. Bd was not able to identify a root cause for the indicated failure modes. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-06